Manufacturer narrative:
Model number/catalog number: sc-2366-50, serial number: (B)(4), batch/lot number: 7046886, model/catalog description: linear 3-6 lead 50 cm.

Event description:
A report was received that the patient had an inadequate and overstimulation stimulation due to lead migration. The patient underwent a revision procedure wherein the lead was repositioned and a lead was added. The patient was doing well postoperatively.